Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had no improvement in symptoms. The patient was implanted for their frequency and urgency symptoms. The patient stated that they were having to go to the bathroom. The patient stated that the implant helped within the week it was implanted but the symptoms had returned. The patient had tried increasing stimulation. The patient increased 0.1v every 2 days. The patient felt stimulation. The patient had pain. The pain occurred on the (B)(6). The no improvement and having to go to the bathroom had occurred on the (B)(6) 2016.

Event description:
Additional information received from the patient indicated that the patient was still experiencing pain and has not been able to adjust the device to keep the pain from returning after a few days. The patient noted that she will turn up stimulation and after a few days the pain, urgency, and frequency returns. The patient stated she has had to continuously take ibuprofen and acetaminophen for pain and myrbetriq when spasms get too much. The patient has an appointment with her healthcare professional where they will address these issues all over again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.